Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the ventilator's touchscreen was unresponsive and frozen. The reported issue was resolved by replacing the front panel display. After performing user verification test (uvt) and operation verification procedure (ovp), the device was returned to the customer operating to service specifications. The suspect device has not been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the vela ventilator's touch screen is "freezing-up". The reported issue occurred while in use with a patient. The patient was switched to another ventilator and there was no harm to any patient or clinician in association with the reported complaint.